Manufacturer narrative:
The reported issue was confirmed. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the fill tube was brittle. (Arctic sun 5000) no error code observed. Fill tube was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A DHR review is not required as the lot number is unknown. The lot number for this investigation is unknown. Corrections made to tab(s) d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, there was a faulty mixing pump, faulty circulation pump and filling tube was brittle in an arctic sun device. Per sample evaluation results received via task on 05mar2026, it was reported that the coin cell needing to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, there was a faulty mixing pump, faulty circulation pump and filling tube was brittle in an arctic sun device.